Event description:
It was reported that the subject device had blurry lens. The issue occurred during the set up before the patient entered the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: there was white residue on the air/water channel a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry lens was due to cracked light guide lens. Based on the results of the investigation, it is likely the most probable cause of the malfunction white residues on air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.